Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000122467.

Event description:
It was reported that during the ipg revision physician went to unplug the leads and one of tails ripped. The very end is still in the ipg. The ipg was explanted. The physician left the leads in and decided to come back for a full revision another time. Investigation was unable to determine which lead was ripped.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The report of a ¿lead fragmentation¿ was confirmed. Analysis of the returned lead a found that four contacts on the terminal end of the lead were missing (pulled off) as a result of the explant procedure. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2024 wherein the leads were explanted and replaced restoring therapy.